Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could have occurred due to the transient contact failure of the video connector. The transient contact failure might be caused by a small damage or a foreign material on either the video connector of the subject endoscope or the contacts of the video system center used in combination with the endoscope.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the scope communication error b30 was displayed during an unspecified diagnostic procedure. The user facility replaced the subject device with another device and completed the intended procedure. The service department of olympus trading (B)(4) limited checked the subject device and found that the reported phenomenon could not be duplicated. There was no patient injury associated with this report.